Event description:
It was reported that the patient had an advance sling implanted in 2011. The patient was still incontinent so it was decided that an artificial urinary sphincter (aus) device would be implanted. The sling was cut in half and the aus device was installed.